Manufacturer narrative:
During testing, corrosion was noted in the battery compartment, on the case, on the battery door, and on the middle printed circuit board of the device. The cause of the corrosion was leakage from the disposable aa batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that the device will on operate on dc power. This does not indicate a reportable malfunction. However, during verification testing at the service ctr corrosion from disposable aa battery leakage was noted on the battery compartment, on the case, on the battery door, and middle printed circuit board of the device.